Event description:
It was reported that there was a complete explant of the implantable neurostimulator (ins) and lead on (B)(6) 2014 due to an infected system. It was noted that the wound appeared infected about 5 months after a pocket revision procedure. The reporter noted that they had been treating the infection for the past 7 months, but it had slowly gotten worse. The type of infection was unknown. A culture was taken from the device pocket but the type of organism cultured was not specified. An antibiotic treatment was necessary. It was noted that the patient was still in the hospital being treated, but it was unknown if the infection had resolved.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).